Event description:
It was reported that the patient went to turn the implantable neurostimulator (ins) on and a screen flashed with a ¿?¿ on it. The patient ¿refreshed¿ the screen and a power on reset (por) warning appeared. Stimulation was not able to be adjusted. A ¿call your doctor¿ icon was also noted. Patient symptoms and outcome were not noted. The current address of the patient was unknown at the time of this report. If further information is received, a follow-up will be done.

Manufacturer narrative:
Concomitant products: product ID: 37743fa, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n236340, implanted: (B)(6) 2011, product type: adapter. Product ID: 3998, lot# l91972, implanted: (B)(6) 2001, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).